Event description:
Procedure: gynecology/oncology. According to the reporter, the device failed to work properly, and a tear occurred in the rectum. The device was removed and the case completed without the device, operating room time was extended, but the amount of time could not be reported. Additional bleeding had occurred.

Manufacturer narrative:
(B) (4). (B) (4).